Event description:
It was reported that the device had worn gears and was producing an incomplete mesh. The event timing is unknown, however, the customer is a cadaver skin bank, therefore there was no patient involvement. No adverse events were reported as a result of this malfunction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2022-00586, 0001526350-2022-00587.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event is confirmed. Review of the most recent repair record determined the device was not cutting properly due to a damaged comb, gear, and shoulder bolts. The comb, gear, and shoulder bolts were replaced and resolved the reported issue. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.